Event description:
The article, ¿left atrial appendage occlusion under miniaturized transesophageal echocardiographic guidance and conscious sedation¿, was reviewed. The article presented a retrospective multicenter study to assess the safety and efficacy of miniaturized transesophageal echocardiography (tee) probes for procedural guidance of left atrial appendage occlusion (laao). Devices included amulet, watchman 2.5/flx, lambre, ultraseal, omega. The article concluded laao under conscious sedation and miniaturized tee guidance is safe and feasible with a high rate of technical success and a low rate of periprocedural complications. [The primary and corresponding author was adel aminian, department of cardiology, centre hospitalier universitaire de charleroi, chaussée de bruxelles, 140, charleroi 6042, belgium, with corresponding email: adaminian@ hotmail.com] the time frame of the article was from november 2014 through april 2022. A total of 546 patients were included in this study, of which 188 (35.0%) patients were implanted with an amplatzer amulet. The average age was 76.4 years and the average gender was male. Comorbidities included atrial fibrillation, hypertension, congestive heart failure, ischemic heart disease, diabetes mellitus, ischemic stroke, prior intracranial hemorrhage, prior bleeding.

Manufacturer narrative:
Literature article: left atrial appendage occlusion under miniaturized transesophageal echocardiographic guidance and conscious sedation summarized patient outcomes/complications of left atrial appendage occlusion under miniaturized transesophageal echocardiographic guidance and conscious sedatio were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, hypertension, congestive heart failure, ischemic heart disease, diabetes mellitus, ischemic stroke, prior intracranial hemorrhage, prior bleeding. Some of the complications reported were cardiac tamponade, bleeding, transient ischemic attack, hematoma, pseudoaneurysm, device-related thrombus, peridevice leak (residual shunt), perforation, surgical intervention these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.